Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switches were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.